Manufacturer narrative:
Tech found that the casters were worn. Tech replaced the casters and the brakes functioned properly.

Event description:
Tech alleged that when the brakes were engaged, the casters did not hold.